Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.4, other meter: 2.0. Thirty minutes between results. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Per issue, pt is on lovenox and pain medication. Pt medication may alter inr test. Pt has also hypothyroidism. Hypothyroidism decreases the catabolism of vitamin k clotting factors and it may lead to decrease inr values. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2011, inratio: 1.4 inr, reference: 2.0 inr, mean: 1.70, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Recent test conducted on lot 262184 on 9/21/2011 met accuracy and precision criteria. Test results are as follows: donor 106 = 2.1, 2.0, 1.7 inr; donor 107 = 2.1, 1.9, 1.8 inr. At least two out three replicates are within the allowable bias change to + or - 1.0 of reference results for donor 106 (2.4 inr) and donor 107 (1.97 inr), respectively. In-house test results have 10.77% and 7.90%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: per product user guide - limitations, "this test should not be used for pts on heparin therapy." Pt's other medications also have contributed to unexpected results. Analysis of the client's data from inratio and reference test revealed that test result comparison met accuracy criteria. No product was expected to be returned. Recent retained strip test result comparison met precision and accuracy criteria. (B)(4). Action threshold has been reached (B)(4). Seventeen in-house therapeutic sample tests have been performed with 17 retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance was reviewed when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.